Event description:
It was reported that on (B)(6) 2013 a drill bit broke off during the revision of an open reduction internal fixation (orif) of the olecranon procedure. The original implant procedure was completed on an unknown date in (B)(6) 2013. The plate was removed due to mal-union/non-union of the olecranon. This report is for 1 unknown screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.